Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had failed battery test, weak battery, and low battery alert. The customer's blood glucose level at the time of incident was 380mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated with pen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.